Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: yuk-chuen, siu, cheung man-hong, and ma chu-man. "Intraspinal leakage of cement during vertebroplasty for an elderly woman with osteoporotic burst fracture: a case report and short review of prevention and management." Journal of orthopaedics, trauma and rehabilitation 19 (2015): 100-06. This report is for an unknown vertecem v+ in the vertecem vertebroplasty system. Unknown part number, UDI is unavailable. (B)(4): exploration and decompression. (B)(4): setting time. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: yuk-chuen, siu, cheung man-hong, and ma chu-man. "Intraspinal leakage of cement during vertebroplasty for an elderly woman with osteoporotic burst fracture: a case report and short review of prevention and management." Journal of orthopaedics, trauma and rehabilitation 19 (2015): 100-06. This is a case report about intraspinal leakage of cement during vertebroplasty for an (B)(6) woman with osteoporotic burst fractures over the lumbar spine. An (B)(6) woman was admitted on (B)(6) 2013 due to mechanical low back pain for 3 days. The procedure was performed using vertecem vertebroplasty system and vertecem v+ ready to use cement was used. Urgent exploration and decompression was performed. No neurological injury was found after the operation and the patient recovered from osteoporotic back pain uneventfully. This report 1 of 1 for (B)(4). This report is for unknown vertecem v+ in the vertecem vertebroplasty system.